Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, a sales representative reported via email that a compressor made an abnormally loud creaking noise when the ar-9582-25 modular post for augmented mgs baseplate 25 mm and ar-9580-2410-2s univers revers modular glenoid system augmented base plate 24 mm+2 was placed together. The post and baseplate did not disengage. However, a new baseplate and post were used to complete the case and avoid complications. This was discovered during a reverse total shoulder replacement procedure on (B)(6)2024. Nothing broke in the patient. The case was only delayed for about five minutes with additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Due to photographic evidence provided from the field of an ar-9580-2410-2s, with batch number 1356662235, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time.